Event description:
The user facility reported to terumo cardiovascular systems that during non-clinical activity, the endoscope displayed a foggy image and the tip was bent. There was no pt involvement as this occurred during non-clinical activity.

Manufacturer narrative:
Terumo did not receive the actual device for eval, the exact root cause could not be identified. The event most likely occurred due to improper handling of the endoscope. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. All available info has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).